Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet despite two days of troubleshooting, with no alerts observed; the problem was characterized as an intermittent communication failure involving the antenna component within the electrical and magnetic subsystem, and the user was advised to insert a new sensor and contact dexcom for replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure involving the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.